Event description:
The patient reported their leg is sore and the incision is not healing well. The patient is visiting wound care and their incision is slowly getting better.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, and using inappropriate tools have been ruled out as potential causes. Additionally, not prescribing antibiotics pre-operatively, and the patient touching or picking the wound have been ruled out. However, multiple tunneling attempts were performed between the two incisions, the patient is older, has fragile skin, poor tissue integrity, and slow healing wounds. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: patient is a poor candidate due to health, weight, age, or mental capacity as the patient is older, has fragile skin, poor tissue integrity, and slow healing wounds (user error- clinician). Surgical (not irrigating, not using antibiotics, not implanting in sterile field, not prepping skin, inappropriate tools, multiple tunneling attempts) as multiple tunneling attempts were performed between the two incisions (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.